Event description:
Pt had very tortuous iliacs. Sensor delivery system was introduced and did not meet any resistance but the delivery system sheath kinked causing the guidewire not to be able to move. The entire system was removed and upon inspection the delivery system looked kinked. An inspection with fluoroscopy was performed and it was determined that the iliac was torn so that repair was needed. Due to tortuosity, the pt required an open repair. The pt was discharged without further incident.